Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2938836-2018-09432. During follow-up, oversensing due to noise was noted on the right ventricular (rv) lead resulting in loss of pacing. The physician alleged a malfunction on both the rv lead and the ICD. The rv lead was abandoned and a new lead and ICD were implanted to resolve the event. The patient was pacemaker dependent and experienced episodes of dizziness but is in stable condition.